Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the reservoir was removed and moved to the other side. No information was provided about the patient's outcome.